Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their last order of sensors had been 50-200 points off from their blood glucose. The customer would be sleeping and the insulin pump would go into threshold suspend. When they check their blood glucose it would be 125 mg/dl or 150 mg/dl while their sensor glucose was 60 mg/dl. They had three sensors with off readings. They discarded the sensors. The sensor will not be returned for analysis.